Manufacturer narrative:
Correction: a supplemental MDR was submitted on 8-jan-2021 to report the occurrence of bilateral inguinal hernias. A correction MDR is being submitted today 19-feb-2021, to include the occurrence of a periumbilical hernia in addition to the bilateral inguinal hernias previously reported. Confirmation was received that the inguinal hernias and periumbilical hernia were surgically repaired on (B)(6) 2020.

Event description:
On 22-aug-2020 allergan received a report that a female patient was treated around (B)(6)2019 with coolsculpting to the lower abdomen and experienced enlargement, pain, and firm fat nodules. On 7-dec-2020 allergan received a report that the patient had recently had a CT scan which showed a hernia in the affected area, which was not present prior to treatment. Confirmation was made of two inguinal hernias which were repaired on (B)(6) 2020.

Manufacturer narrative:
Additional, changed, and/or corrected data. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report from the patient who was treated with coolsculpting on (B)(6) 2019 to lower abdomen using the legacy coolmax applicator, who developed paradoxical hyperplasia (pah/ph) in lower abdomen after treatment, diagnosed on (B)(6) 2021. Tissue was described as "firm, cysts under skin".

Event description:
On (B)(6) 2020 allergan received a report that a female patient was treated around (B)(6)2019 with coolsculpting to the lower abdomen and experienced enlargement, pain, and firm fat nodules. On (B)(6) 2020 allergan received a report that the patient had recently had a CT scan which showed a hernia in the affected area, which was not present prior to treatment. Confirmation was made of two inguinal hernias which were repaired on (B)(6) 2020.

Manufacturer narrative:
Correction: the initial MDR was submitted with an incorrect aware date. The date of most recent awareness is 12/07/2020, and not 08/20/2020, as previously reported.

Event description:
On 22-aug-2020 allergan received a report that a female patient was treated around (B)(6)2019 with coolsculpting to the lower abdomen and experienced enlargement, pain, and firm fat nodules. On (B)(6)2020 allergan received a report that the patient had recently had a CT scan which showed a hernia in the affected area, which was not present prior to treatment. Confirmation was made of two inguinal hernias which were repaired on (B)(6)2020.

Manufacturer narrative:
Correction: a supplemental report was submitted on 08-jan-2021 to correct the original aware date that was submitted in the initial MDR. In the supplemental report, the aware date was update to the correct initial aware date. This report is to correct the aware date for the supplemental report. The erroneous initial aware date was discovered on 07-jan-2021.

Event description:
On (B)(6) 2020 allergan received a report that a female patient was treated around (B)(6) 2019 with coolsculpting to the lower abdomen and experienced enlargement, pain, and firm fat nodules. On (B)(6) 2020 allergan received a report that the patient had recently had a CT scan which showed a hernia in the affected area, which was not present prior to treatment. Confirmation was made of two inguinal hernias which were repaired (B)(6) 2020.

Manufacturer narrative:
The following information is in the coolsculpting user manual: coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures; and only vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. In this case, the applicator was not placed directly over the hernia site, but below and adjacent to it. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Device investigation, through a system log analysis, could not be performed at this time because the system retains measurement logs for treatments for a limited time only; hence for this treatment logs were unavailable for retrieval. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2020 allergan received a report that a female patient was treated around june 2019 with coolsculpting to the lower abdomen and experienced enlargement, pain, and firm fat nodules. On (B)(6) 2020 allergan received a report that the patient had recently had a CT scan which showed a hernia in the affected area, which was not present prior to treatment. Confirmation was made of two inguinal hernias which were repaired on (B)(6) 2020.